Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump was exposed to water and none of the buttons were working. Customer didn't recall his blood glucose level. Attempted to perform troubleshooting for fluids exposure but due to the buttons not responding troubleshooting was done for keypad anomaly. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No moisture damage was noted inside of the insulin pump. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, a cracked belt clip slot and a scratched reservoir tube window.